Event description:
Procedure type: laparoscopy. According to the rptr: the staple line was disrupted while using 2 different endogia cartridges. The laparoscopy was disrupted and the pt had to undergo an open surgery.

Manufacturer narrative:
(B)(4).